Event description:
Report received of a tubing separation. It was reported that a pt, status-post tonsillectomy, had a peripheral IV with d5lr infusing. Approximately one hour after being in the recovery room, the clinician had noted blood backing up the line from the IV site. Upon further investigation, it was noted that the tubing had separated at the distal y-site "as if there was insufficient glue". There was no reported blood loss. This occurred in an ambulatory surgical setting, and it was reported that there was only 50ml left to be infused. The IV was discontinued and the patient was discharged home in good condition. There were no reported adverse patient effects.